Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive and the pump does not work after having the battery removed and then reinstalled. Customer does not recall any significant events leading to the error. Customer's blood glucose was 456 mg/dl at the time of incident. Troubleshooting was done for keypad and the pump alarmed compromised force system sensor. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed primed during prime test due to faulty forces sensor. The insulin pump was unable to test the rewind, basic occlusion, occlusion and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.